Manufacturer narrative:
Customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site to troubleshoot the issue. They replaced the following items: 4 buffer valves; sample probe inner wash vale; all consumable tubing; sample syringes; buffer syringes; sample probe; sample probe arm internal tubing; reference valves on cells 1 and 2; mixer motor on cell 1. All verification checks were within specification after the completion of these tasks. No further erroneous results generated. No further issues were reported by the customer. There is sufficient evidence to suggest the cause of the questioned results are due to a hardware malfunction although no one part can be implicated as the sole contributor in this event. (B)(4).

Event description:
The customer reported the generation of four (4) erroneous high sodium patient results on their beckman coulter au5800 clinical chemistry analyzer. The erroneous patient result was not reported outside of the laboratory. There was no report of change to patient treatment in connection with this event. The customer did not report any calibration or quality control issues.